Event description:
It was reported the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use) and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).